Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient discontinued use of therapy and stopped recharging their system. Reportedly, the patient¿s ipg became inoperable. As a result, the patient will undergo surgical intervention to address the issue.

Manufacturer narrative:
Follow-up information confirmed the physician explanted the system on (B)(6) 2019.

Event description:
Follow-up information confirmed the physician explanted the system on (B)(6) 2019.